Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently, only the graph coordinate plane appeared on the pump display. There was no reported impact to the customer¿s blood glucose. Reportedly, the customer turned the screen off and then on again to resolve the issue. No additional information was provided and the customer declined troubleshooting with tandem technical support.